Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old, male patient, the device experienced a defib pad failure. Complainant indicated that the clinician applied new electrodes to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.